Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(4), ubd: 17-mar-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient was being seen by another provider who noticed a bump on her back, when she followed up with the pain clinic it was noted to be the lead. There was no change in the therapy so they chose to leave it alone, over the next three months the patient's therapy changed and the clinic did an x-ray and noticed the right lead had migrated down. So they scheduled her for a revision. Rep was assigned to cover a lead revision but had no additional information until they arrived. No other personnel were notified or consulted with, until the rep arrived at the lead revision. The surgeon showed rep imagery of the bump on patient's back which appeared to be where the anchor was. Patient's battery was discharged so they had the patient charge for about 20-30 minutes before they took her to the or. During the procedure, fluro revealed that the anchor was flipped and the lead was pointing cephalad so the anchor was removed and the lead was re-implanted, when tested, the impedances were all out of range on that lead (>10 k at 0.7 v). So the lead was replaced with a new one. The issues were resolved. No environmental/external/patient factors that may have led or contributed to the issues (ex. Falls, emi, patient compliance) were noted. No further complications were reported/anticipated. Indication for use was spinal pain.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: 2014-(B)(6) explanted: 2018-08-13 product type lead: analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Analysis of the lead ((B)(4)) found that the stim lead body conductors were broken 23.5 cm from the distal end and the anchor site was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the discharged neurostimulator (ins) was patient compliance as the patient just didn't charge before coming in. The rep reported that the cause of the lead migration/flipped anchor was unknown. The rep reported that the cause of the high impedances wasn't determined. The lead was pulled and replaced. No further complications were reported.